Manufacturer narrative:
(B)(4). Date sent: 4/18/2024. Additional information was requested, and the following was obtained: can you please provide more info on " started to cycle it a single stroke"? Did the surgeon move the manual override lever forward and backwards multiple times until it could no longer be moved, as instructed in the IFU? The surgeon only tried to move the handle one single time.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Approx how far did the device cut? Approx how far did the device staple? Did they received tactile feedback that is consistent with a lock out? Was the device locked on tissue? If so, what trouble shooting steps were taken to remove the device from tissue? Did the surgical procedure start in a laparoscopic or open technique? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Is the current patient status known? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, they placed it on small bowel, they hit the fire button and the stapler fired two malformed staples and then locked out. They used another stapler, used two transections on either side to get the stapler. Patient is still in the hospital so patient harm is uncertain.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2024. Additional information was requested and the following was obtained: approx how far did the device cut? The blade didn¿t appear to cut any tissue approx how far did the device staple? It appears that 3 malformed staples came out did they received tactile feedback that is consistent with a lock out? Unknown. Was the device locked on tissue? Yes. If so, what trouble shooting steps were taken to remove the device from tissue? The surgeon open the manual override and started to cycle it a single stroke did the surgical procedure start in a laparoscopic or open technique? The case started laparoscopic and a hand port was added. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Scripps is accessing if there was patient harm. The surgeon stated it was unclear if the stapling issues contributed to the patients extended stay or if the poor overall health was the major contributor. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide more info on " started to cycle it a single stroke"? Did the surgeon move the manual override lever forward and backwards multiple times until it could no longer be moved, as instructed in the IFU?